Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('migration of essure device location of device: left coil severed fallopian tubes, perforation (fallopian tube(s), perforation (other) please describe and state the location of the perforation: left fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. 664667, 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain, gastroesophageal reflux disease, lightheadedness, hot flashes, night sweats, premature ventricular contractions, vertigo and obesity. She denies any other problem. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives on arms"), 13 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction type: rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: vision issues vision blurred"), feeling abnormal ("psychological or psychiatric problems condition: thought she was going crazy because doctors kept saying everything was good") and nausea ("nausea") and was found to have weight increased ("weight gain."). On (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device, malposition of essure device location of device: right one in pieces in uterus"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain upper ("severe chronic stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, menorrhagia, migraine, vision blurred, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, rash, palpitations, female sexual dysfunction, headache, urticaria, dysmenorrhoea, dyspareunia, fatigue, alopecia, allergy to metals, abdominal pain upper, feeling abnormal and nausea had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, palpitations, rash, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46 kg/sqm. Pathology test - on (B)(6) 2014: a. Uterus with left fallopian tube, supracervical hysterectomy: benign proliferative endometrium. Myometrium and fallopian tube with no pathologic diagnosis. No evidence of polyp formation, hyperplasia, atypia or malignancy. Right fallopian tube, excision- benign fallopian tube with paratubal cyst. X-ray- on an unknown date: right coil was missing so did not do test, so it was obviously not successful. If both coils were in place in x-ray. They would have done a test, but they were not in place. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number added. Events "abnormal bleeding (vaginal, menorrhagia), rash, apareunia(inability to have sexual intercourse), heart palpitations, malposition of essure device location of device: right one in pieces in uterus, migraines / headaches, migration of essure device location of device: left coil severed fallopian tubes, psychological or psychiatric problems condition: thought I was going crazy because doctors kept saying everything was good, hives on arms, device breakage , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device,fatigue, hair loss, nickel allergy, abdominal pain, perforation (fallopian tube(s),perforation (other) please describe and state the location of the perforation: left fallopian tube, vision issues, weight gain, severe stomach pain, nausea "were added outcome of events" abnormal bleeding (vaginal), rash, apareunia, heart palpitations, cramping, dyspareunia, fatigue, hair loss, nausea, nickel allergy, psychological issues, hives on arms, headache, severe chronic stomach pain" were updated as recovered. Lab data, medical history were added. Patient, product and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('migration of essure device location of device: left coil severed fallopian tubes, perforation (fallopian tube(s), perforation (other) please describe and state the location of the perforation: left fallopian tube') in a 28-year-old female patient who had essure (batch no. 664667,959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain, gastroesophageal reflux disease, lightheadedness, hot flashes, night sweats, premature ventricular contractions, vertigo and obesity. She denies any other problem. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives on arms"), 13 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: vision issues vision blurred"), feeling abnormal ("psychological or psychiatric problems condition: thought she was going crazy because doctors kept saying everything was good") and nausea ("nausea") and was found to have weight increased ("weight gain."). On (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device, malposition of essure device location of device: right one in pieces in uterus"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain upper ("severe chronic stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, menorrhagia, migraine, vision blurred, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, dermatitis allergic, palpitations, female sexual dysfunction, headache, urticaria, dysmenorrhoea, dyspareunia, fatigue, alopecia, allergy to metals, abdominal pain upper, feeling abnormal and nausea had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, palpitations, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46 kg/sqm. Pathology test - on (B)(6) 2014: a. Uterus with left fallopian tube, supracervical hysterectomy- 1. Benign proliferative endometrium. 2. Myometrium and fallopian tube with no pathologic diagnosis. 3. No evidence of polyp formation, hyperplasia, atypia or malignancy. B. Right fallopian tube, excision- - benign fallopian tube with paratubal cyst.. X-ray - on an unknown date: right coil was missing so did not do test. So it was obviously not successful. If both coils were in place in xray. They would have done a test. But they were not in place. Lot number: 664667 manufacture date: 2009-09 expiration date: 2012-09. Lot number: 959210 manufacture date: 2012-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.